Event description:
Device report received from synthes europe. A hospital in (B)(6) reported patient presented to operating room with pain in both hips and difficulty walking. Surgeon used an image intensifier to place guide wire freehand. The surgeon began drilling over the guide wire until the drill bit would no longer advance. Radiograph showed the guide wire was bent. The surgeon removed the guide wire and replaced it with another wire. Surgeon mentioned that he was unable to do the other hip, as there are no more guide wires of the same size. No further information available. This is # 2 of 3 reports submitted on this event.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates one of the returned wires was badly bent; the other two are slightly bent. It is possible that there were complications during the surgery which has lead to these deformations of the wires. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.